Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly experienced a blood glucose reading of "hi"; was admitted to hospital and treated with insulin via perfusor. Doctor alleged the pump was the reason. Requested return of the alleged device for evaluation.